Event description:
Since april 2005, the pt reportedly has experienced intermittencies when usig the external equipment. The pt was seen at the clinic and by company representatives for evaluation. Programming adjustments and external equipment exchanges seemed to resolve the problem. In may 2005, the pt was seen by a company representative. Testing performed revealed that the device was not fully functional. In may 2005, the decision was made to explant the pt's device. The pt was reimplanted with another advanced bionics cochlear implant.